Manufacturer narrative:
The pad device was installed on (B)(6) 2011. The device passed a self test and the pad-pak was removed. On (B)(6) 2011, the pad-pak was re-inserted and the device passed self tests and again the pad-pak was removed. On (B)(6) 2011, a pad-pak was inserted and operated to specification until (B)(6) 2011. Between (B)(6) 2011 there are multiple manual power-ups, mainly of 10 minute duration, the pad-pak is then removed. The pattern of reinserting and removing a pad-pak happens up until (B)(6) 2012. The multiple manual power ups indicate the device is switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.